Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted during a procedure on (B)(6) 2012. According to the complainant, the patient required surgery to correct uterine prolapse resulting from the erosion of the lynx pelvic mesh sling. (Date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.